Event description:
The caller stated that her customer had an 8dct trachs with a cuff leak. The caller stated, the trach failure required recannulation that was not a part of routine trach changing. The caller did not know if cuffs are pretested or the amount of pressure used to inflate, as the procedure is performed by the patient's doctor. The trach was discarded and there are no lot numbers or expiration dates available.